Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed thar bio ID was healthy. A field service engineer, removed all pockets in drawer 4.2 removed some aluminum debris to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the bio ID require maintenance and failed cubies. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.